Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found errors while the unit was power on confirming the issue occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy simple surgical procedure, the customer reported to technical service engineer (tse) that error c-82 on erbe was observed. Tse checked logs and confirmed the error. The customer confirmed that they repeatedly saw error c-82 during surgery without any problem for the progress of the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined.